Event description:
The technician alleged the brake casters move slowly while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster and bushings on the brake mechanism block assembly to resolve the issue.